Event description:
The technician alleged bare wires exposed on the pt pendant cable. No pt impact.

Manufacturer narrative:
The technician replaced the pt pendant with a coiled cable to resolve the issue.